Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer is continuing to have issues with (B)(6) on the instrument. The customer has not been running patient samples on the instrument since (B)(6) 2018 but they have been monitoring qc results. The customer complained of qc results that were outside of the acceptable range as well as calibration issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous low results for 2 patient samples tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer occurring between (B)(6) 2018. Patient 1 initial hcg + b from the e411 analyzer was < 1 miu/ml with a data flag. This result was reported outside of the laboratory where it was questioned by the physician. On (B)(6) 2018 the sample was repeated on a different e411 analyzer and the result was 536 miu/ml. On (B)(6) 2018 patient 2 (female with date of birth of (B)(6)) initial hcg + b from the e411 analyzer was < 1 miu/ml with a data flag. This result was reported outside of the laboratory where it was questioned by the physician. On (B)(6) 2018 the sample was repeated on the same analyzer and the result was 1961 miu/ml. The customer is not sure if either patient is pregnant. The repeat results were believed to be correct. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 25919905 with an expiration date of 30-nov-2018. Calibration and qc were acceptable. The field service engineer (fse) visited the customer site and found a significant crimp in the pinch tubing on the pinch valve. When tension was applied, the tubing pulled apart possibly allowing air into the sipper flow system. The fse replaced the pinch tubing. Other parts of the instrument were checked and no issues were identified. Instrument performance testing results were within specification. Diagnostic checks were acceptable.